Manufacturer narrative:
The sodium electrode lot number was ebs97, with an expiration date of 15-may-2026. The potassium electrode lot number was dmn42, with an expiration date of 25-feb-2026. Calibration and controls were acceptable. Alarm trace data showed ise noise and calibration errors. Abnormal probe aspiration and sample short errors were also observed; these are indicators of possible poor sample quality. The field service engineer determined there was an issue with the sample probe. The probe was replaced and the adjustments were checked. Precision studies, calibration, and controls were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and potassium electrode on a cobas pro ise analytical unit. The sample initially resulted in the following values: sodium = 128 mmol/l. Potassium = 3.8 mmol/l. The customer repeated the sample due to receiving ise noise errors on approximately 10 other patient samples. The sample was repeated on a second analyzer, resulting in the following values: sodium = 138 mmol/l, potassium = 4.3 mmol/l. The repeat values were deemed correct.